Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no pacing output. An x-ray revealed a small effusion and suspected perforation. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.